Event description:
Pt implanted 1999 in nasolabial folds. Onset of infection visible implant and scarring 05/1999. Pt treated with cortisone 05/1999 and zithromax 05/28/1999. Implant explanted and scar revision 1999.